Manufacturer narrative:
The customer reported that they are seeing constant tele communication loss on both the central nurse's station (cns) and the remote nurse's station (rns) for 4 different transmitter located on one floor. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. . Additional device information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. 4 transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that they are seeing constant tele communication loss on both the central nurse's station (cns) and the remote nurse's station (rns) for 4 different transmitter located on one floor. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitters were in constant comm loss at both the central nurse's station (cns) and the remote nurse's station (rns). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer to get their facility's it involved to troubleshoot the network access points. Follow up attempts for more information was not answered. With the available information, the root cause is most likely the facility's network environment. The customer's it involvement most likely resolved issue. A review of the serial number shows no recurrence of the reported issue. A review of the facility's history shows three (3) reported issues involving gz devices and communication loss at the same time as this ticket. 130871 was due to the settings on the gz device having been set to auto, resulting in the gz not being seen at the cns. 137185 was due to the gz devices experiencing interference, resulting in the gzs showing comm loss. A cause for 131319 was not determined but the gz devices were experiencing failure to connect to the network.

Event description:
The customer reported that the telemetry transmitters were in constant comm loss at both the central nurse's station (cns) and the remote nurse's station (rns). No harm or injury was reported.